Event description:
The customer reported discordant, reactive or equivocal igg antibodies to toxoplasma gondii (access toxo igg) results for three patients on the laboratory's unicel dxi 800 access immunoassay system ((B)(4)). This report will address the access toxo igg results obtained on (B)(6), 2015 for one patient. MDR 2122870-2015-00413 will address the access toxo igg results obtained on (B)(6), 2015 for the second patient. MDR 2122870-2015-00414 will address the access toxo igg results obtained on (B)(6), 2015 for the third patient. The initial access toxo igg result recovered as reactive. This result did not match the clinical context of the patient. The reactive access toxo igg result was not released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customer sent the patient's sample to the hospital for analysis using different methodologies. The patient's sample was analyzed using biomerieux toxo igg (vidas) and toxoplasma lysis testing, both of which produced negative toxo igg results. Calibration, qc (quality control) and system check parameters were all recovering within expected ranges at the time of the event. Information on patient sample collection such as tube type and centrifugation was not provided. No issues with sample integrity were reported by the customer.

Manufacturer narrative:
Service was not dispatched. No hardware errors, flags or other assay issues were reported in conjunction with this event. The access toxo igg reagent was not returned for evaluation. The cause of this event could not be determined with the information currently supplied. Beckman coulter (bec) internal patient identifier for this report is (B)(6). All MDR's associated with this report are: 2122870-2015-00412, 2122870-2015-00413 and 2122870-2015-00414 .